Event description:
One discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on a patient sample on the immulite 1000 instrument. The initial result was reported to the physician, who questioned the result. The sample was rerun on the same instrument, which produced a similar result. The sample was sent to a different lab to be tested. Upon that retest, the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
A siemens field service engineer (fse) evaluated the immulite 1000 instrument. The fse inspected the instrument's syringes and syringe tubing. The fse inspected the probe depth, which needed to be adjusted. The probes were realigned. The sample which had the discordant result was rerun, and the result was correct. The instrument is performing within specifications. No further evaluation of the device is required.